Event description:
It was reported that the cable could not be inserted properly and it could not be removed from the tensioner. So, another product (ccg band) was used instead of it and the procedure was completed.

Manufacturer narrative:
The evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an assembly issue involving a dall miles tensioner was reported. The event was not confirmed. The device was returned and a visual and functional inspection was performed and indicated that the device was returned in used condition and the device was functionally acceptable. No patient medical records were provided for review. Additionally, it is believed patient factors did not contribute to the reported event. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There has been one similar reported event where the device was also returned functionally acceptable. The investigation concluded that the device was returned functionally acceptable and the root cause was determined to be user error. No material or manufacturing defects were observed.

Event description:
It was reported that the cable could not be inserted properly and it could not be removed from the tensioner. So, another product (ccg band) was used instead of it and the procedure was completed.